Event description:
The following was reported to hamilton medical ag: the device was spontaneously changing modes during the ventilation of a patient. According to the complaint description, the event log shows "sensor failure mode ventilation initiated" and the error log shows "insp circuit pressure drop". A couple of flow sensors were used. The error log after replacing the psa still shows "insp circuit pressure drop". All tests have passed. The patient was bagged and the ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the ventilator was unexpectedly switching modes during use. This behavior was linked to repeated error messages in the log, such as "sensor failure mode ventilation initiated" and "external flow sensor failed." These messages appeared several times over a period from april 2024 to january 2025, with some instances happening just minutes apart. The cause of the issue was related to the flow sensor, which plays a key role in measuring the patient¿s breathing. When this sensor fails, the ventilator automatically switches to pcv+ mode to ensure ventilation continues safely. The failures were most likely due to problems like improper connection, kinked or blocked tubing, presence of liquid inside the sensor, or faults in the sensor itself or in the related pressure sensor assembly. The defective pressure sensor assembly has not arrived yet, so no further analysis can be taken. Eventually, both the proximal flow sensor and the pressure sensor assembly were exchanged as precautionary, preventative measures. After this corrective action, the ventilator operated normally and the problem did not recur. This case is considered as closed.